Manufacturer narrative:
The cellex photopheresis kit ("kit"), smart card, and customer provided photographs were returned for investigation. A review of the data recorded on the returned smart card verified the ecp treatment was successfully completed. The data shows a total of 1506 ml of whole blood had been processed. A review of the provided photographs confirm a leak in the return pressure dome after the dome was removed from its pressure sensor. The photographs show a tear in the membrane of the pressure dome. The received kit was examined and the damage to the pressure dome membrane was verified. A material trace of the pressure dome used to build lot h128 did not find any non-conformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The treatment was successfully completed and no leaks were reported during the treatment. The pressure dome leak was observed after the patient was disconnected when the operator was unloading the kit. The root cause for the pressure dome membrane leak was due to the tear in the pressure dome membrane. The root cause for the damage to the pressure dome membrane could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h128 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h128 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photographs and kit is still in progress. A supplemental report will be filed when the analysis is complete. Mc: (B)(4). S.d.a. (B)(6) 2019.

Event description:
The customer contacted mallinckrodt to report that they experienced a pressure dome membrane leak with their cellex photopheresis kit ("kit") after an extracorporeal photopheresis (ecp) treatment was completed. The customer reported that the treatment was completed and blood was returned to the patient. The customer stated the patient was disconnected and when removing the kit a leak was observed at the pressure dome. The customer stated the patient was not impacted by the incident. The customer returned photographs and the kit for investigation.